Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was bent and ovalized in multiple locations throughout its length, including the distal tip. Conclusions: evaluation of the returned device revealed it was ovalized in multiple locations throughout its length, including the distal tip. This type of damage typically occurs due to improper handling during preparation. If the cat6 is forcefully gripped or compressed during removal from the packaging, damage such as this may occur. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the distal tip of an indigo system aspiration catheter 6 (cat6) was kinked and smashed upon removal from the packaging. The damaged cat6 was found prior to use and was not used for the procedure. The procedure was completed using a new cat6.